Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, the physician removed the suture sleeve for this implantable defibrillation lead and observed kinking in the lead body. Additionally, the lead exhibited high out of range shock impedance measurements when connected to the replacement device. The lead was surgically capped and abandoned. A new lead was successfully implanted and acceptable shock impedance measurements were observed. No adverse patient effects were reported.